Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a the inner blade lumen broke off inside the patient during the ess (endoscopic sinus surgery) procedure. The blade was removed from the patient. The procedure was completed with backup product(s) there was no patient impact.